Event description:
It was reported that the implantable pulse generator (ipg) placement was uncomfortable to patient when sitting. The patient underwent a pocket revision procedure wherein the existing ipg was moved proximal. The patient was doing well postoperatively.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.